Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a pediatric continuous renal replacement therapy with a prismaflex control unit, a ¿- malfunction sound check¿ alarm was triggered . The cause of the alarm was unknown. Treatment was ended without blood restitution of the extracorporeal circuit. A blood loss of 60 ml was reported. It was reported the baby became unstable and an unspecified medical intervention was provided. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7, h3, h6 and h10. B5: due to the blood loss the patient experienced a drop in blood pressure and a drop in heart rate from 190-140bpm. Adrenaline that was running on the lumen was increased for 5mins and was weaned back. H10: the device was serviced on-site by a field service technician. The device was tested and it revealed that the cause of the reported event was due to intermittent part failure of the device speaker. The speaker was replaced and the issue was resolved. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.